Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted the implantable cardioverter defibrillator exhibited oversensing. No intervention was performed and the patient condition was unknown.